Event description:
Four blood leaks in three patients occurred at the start of hemodialysis treatment. Two blood leaks were detected visually, and the leak detector detected the others. The blood loss was 200 cc in three incidents each and 400 cc in one incident because blood of the tatal inside volume was taken including dialyzer and tubing. All patients were well and no medical treatments were given.